Event description:
After the physician passed the balloon to the lesion he attempted to inflate the balloon using a hand injection, and the balloon burst at an unknown pressure. Another opta pro balloon was passed to the lesion and this balloon also burst. The procedure was completed with another opta pro balloon. There were no adverse effects to the patient.

Manufacturer narrative:
The product will be returned for evaluation and testing. This is the first two products involved with this event which is associated with mfg. Report #9610978-2005-01474 and 9610978-2005-01475.